Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an unresponsive audio bolus button. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the audio bolus button (abb) cover was found to be intact. The abb was responsive to button presses during investigation. The reported under responsive issue with the abb was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded and pink.